Manufacturer narrative:
It was reported a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure which included the use of a qdot micro catheter and experienced a cardiac tamponade treated with a pericardiocentesis and hospitalization. The bwi product analysis lab received the device for evaluation on 28-nov-2023. The device evaluation was completed on 30-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. Physician's opinion on the cause is the patient condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a paroxysmal atrial fibrillation cardiac ablation procedure which included the use of a qdot micro catheter and experienced a cardiac tamponade treated with a pericardiocentesis and hospitalization. Transseptal was performed with brk needle and ablation was performed. After the case, the physician was doing a routine check on intracardiac echocardiography (ice) and noticed the pericardial effusion before removing the catheters. It was reported that 335 ml of fluid was removed. The patient required extended hospitalization as kept for overnight stay for observation. The patient has fully recovered. Device settings were correct and no error messages observed on equipment. Physician's opinion on the cause is the patient condition.